Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel sds. There was contrast in the inflation lumen and blood in the guidewire lumen. The stent was not returned for product analysis. The balloon was tightly folded with the stent impressions on the balloon between the markerbands. There was no damage or irregularities to the balloon. The guideliner used in the procedure was not returned with the device, so functional testing was not possible with the guideliner. Functional testing was performed with a 6f mach1 and no resistance was met and no issues were found. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-june-2016. It was reported that advancing difficulties were encountered. A 32 x 3.00 rebel stent was advanced to treat the lesion. However, during the procedure, the stent became stuck/snagged on the non-bsc guide extension catheter and never reach the vessel. No patient complications were reported. However, returned device analysis revealed stent detachment/separation.